Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and presented with a hard lump that required surgery. The patient reported that the surgery did not correct the issue.

Manufacturer narrative:
Numerous unsuccessful follow ups were completed, if additional information is received, a supplemental report will be submitted if and when additional information is obtained.